Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the defective response button was a cut in the response button cable damaging the trace. The root cause for the cut cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor's response buttons were non-functional.